Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a genesys hta procerva procedure set was used during a hydrothermal ablation procedure in the uterus performed on (B)(6) 2018. According to the complainant, during the ablation phase, the procedure sheath was cracked at the proximal side near the physician's end and it caused the fluid to leak down to the tubing. Reportedly, there was no injury to the physician. The procedure was completed with another genesys hta procerva procedure set. There were no serious injury/adverse effect to patient as a result of the event.